Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that calibration did not resolve the issue. The rse provided the customer with the part information for the touchscreen. The customer called back and confirmed that the touchscreen had been replaced. The device has not been returned to service at this time. Complete device repair is still pending.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation regarding the return to service of the device. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, a supplemental report will be submitted.